Event description:
The patient complainted to the surgeon of red swelling and some knee pain. An x-ray evaluation determined that the tibial component's medical posterior quarter was fractured. Revision surgery was performed in 2001 to replace the fractured tibial component.